Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they developed an allergic reaction to the aligners. Their symptoms included lip swelling and severe recurring migraines. Patient was examined by their pcp and was advised to stop aligner wear. Since stopping the aligner wear, their symptoms resolved completely.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.